Event description:
Three days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was located in the 99% stenosed left anterior descending (lad) artery. The lesion was pre-dilated with a crossail 2.5 x 20mm balloon. The physician successfully implanted a taxus express2 8.8% 2.5 x 24 mm drug eluting stent. The stent was deployed at 16 atms. The stent was well positioned and well apposed. The result was 0% stenosis and timi 3 flow. The pt was given plavix pre, during and post procedure and integrilin during the procedure. Three days later, the pt went to another hosp with chest pains. A thrombosis was determined. The treatment was the implant of a taxus stent of unknown size, distal to the taxus stent implanted 3 days earlier. The vessel was dilated with a maverick 2.0 x 20mm balloon distal to the stent just implanted. The pt's status is reported as fine.